Manufacturer narrative:
Ide study device, complete UDI, expiration and manufacturing dates unavailable.

Event description:
Clinical study participant diagnosed with possible bilateral rupture via MRI. Left side device.